Event description:
The patient had a magnetic resonance imaging to assess a meniscal tear of the left knee. Afterward a pump stall occurred. The hcp reported that there was an 'electronic delay in the motor stall recovery' after the magnetic resonance imaging. The stall lasted greater than 6 hours. Motor stall recovery did occur. The hcp also reported that there was an electronic delay in observing the motor stall recovery. There were no 'anticipated problems detected'. The patient's outcome was reported as 'no injury'.

Manufacturer narrative:
The device is included in the medical device safety alert, important information on potential MRI effects physician communication (2008).